Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced early recommended replacement time (rrt). The patient had three ventricular tachycardia (vt) episodes treated with shocks and was atrio-ventricular (av) paced and bi-ventricular paced at 90 paces per minute to help suppress vt episodes and reduce shocks, which may have contributed to the early rrt. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed that the device met 98% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2004. 6947, implantable tachy lead, (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.